Manufacturer narrative:
Please note that the following device codes are also associated with this complaint: (B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while using the peelable sheath to insert the cat6 into a non-penumbra sheath, the physician encountered resistance and felt that the tip of the cat6 had prolapsed (i.e. Bent and kinked) upon insertion. The physician then found that it was difficult to track and indicated that minimal force was used. Therefore, the cat6 was removed and the procedure was completed using the same non-penumbra sheath and a new cat6. There was no report of an adverse effect to the patient.